Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction 08/03/2015 - the incident description in the initial 3500a report should have read as follows: "on (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultralink meter read inaccurately high compared to a onetouch ultramini meter as well as another onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on an unspecified morning during ¿(B)(6)¿. At this time the patient claimed obtaining a blood glucose reading of ¿138mg/dl¿ on the subject meter, ¿60mg/dl¿ on the onetouch ultramini meter and ¿¿68mg/dl¿ on the other onetouch ultralink meter all within 30 minutes of one another. The patient informed the cca that they manage their diabetes with a combination of insulin pump therapy as well as with oral medication(s) (type and dosage not specified) as well as with their diet. The patient denied making any changes to their normal diabetes management routine as a result of the alleged product issue. During the initial call with the cca the patient stated that they developed symptoms of ¿headache and dizziness¿ ¿about a day¿ after the alleged inaccuracy occurred. The patient stated that they self-treated this with their unspecified combination of insulin pump therapy, oral medications and their diet. No blood glucose results were obtained on any other device at this time. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly, and the products were requested back for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting."